Manufacturer narrative:
(B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior cervical fusion at c4-c5 due to cervical herniation. Intra-op, while the cage was being inserted by a 5mm trial, the caudal side of the cage broke after locking. The broken fragments of the cage were explanted and returned. The bone quality was not bad. It was considered that the driver did not interfere with the patient. The driver was put into the position where the line marker was hidden, but it was unknown if the driver was pushed too much. The cage was indwelt as the physician judged that there was no problem. There were no patient complications as a result of alleged event.

Manufacturer narrative:
Product analysis: after visual and optical examination, it appears to be a very small piece of peek plastic that was returned. It was unable to replicate customer concern. It was unable to determine root cause of the foregoing event from the available information. If information is provided in the future, a supplemental report will be issued.